Event description:
It was reported that during the vns generator replacement on (B)(6) 2012 due to normal end of service, high lead impedance was observed following generator replacement. The patient was evaluated on (B)(6) 2012 by the neurologist, and the device was unable to be communicated with due to suspected end of service. The physician's programming system was able to be used on other patient's with no issues. The generator was also unable to be communicated at surgery. The physician reinserted the lead pin and retightened the setscrew. However, the high lead impedance was still present. The surgeon opted to keep the replacement generator disabled, and the patient would be scheduled for a lead replacement at a later date. The patient will also be referred for x-rays. It was unknown when the patient's device was last interrogated. The patient's other treating neurologist had reportedly been trying to get the patient into the office for follow up for several months with no success until the patient showed up to another neurologist's office office recently, which is when the failure to communicate was observed. There are no patient adverse issues known at this time. Attempts for additional information from the patient's treating neurologist have been unsuccessful to date. The explanted generator was received by the manufacturer on (B)(4) 2012, however product analysis has not been completed to date. The return product form indicated the reason for the generator replacement was end of service. Although lead replacement is likely, it has not occurred to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Review of manufacturing device history records performed. Review of the m103 manufacturing history records confirmed that all quality tests were passed prior to distribution.

Event description:
The company representative reported that he attended the patient's generator replacement surgery on (B)(6) 2012 and the lead pin was reportedly inserted completely into the header of the generator following generator replacement.

Event description:
The reported failure to program the generator due to end of service was duplicated in the product analysis laboratory and determined to be the result of normal expected battery depletion, based on the battery life analysis and electrical test results. The pulse generator module performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator.

Manufacturer narrative:
Suspect medical device, corrected data: with the new information, the suspect device is now the pulse generator. Device manufacture date, corrected data: with the new information, the suspect device is now the pulse generator so the manufacturer date was inadvertently reported incorrectly previously.

Event description:
The hospital reported that the patient had generator and lead replaced on (B)(6) 2013 due to high lead impedance. The explanted devices were received for product analysis by the manufacturer on (B)(4) 2013. However, product analysis has not been completed to date. Additional information was received indicating the hospital elected to complete a full revision as they always elect to do. The generator was replaced prophylactic with no device issue suspected.

Event description:
Product analysis was completed on the generator and lead. The model 103 generator performed according to specifications. There were no adverse functional, mechanical, or visual issues identified with the returned generator. A break was identified in at least three strands of one of the lead coils, at the second portion of the returned lead. Scanning electron microscopy images of coil 2, suggest a stress-induced fracture has occurred in at least one strand of the quadfilar coil. Due to mechanical distortions (smoothed surfaces) a conclusive determination cannot be made on the other strands. Also, a secondary fracture was identified on one strand of the quadfilar coil. The appearance of this strand indicates the secondary fracture (and final strand fracture) was most likely created during the explant procedure. Three sets of setscrew marks were seen on the connector pin, providing evidence that proper contact between the setscrew and lead pin existed at least once. One of the sets of setscrew marks is located at the end tip of the connector pin suggesting that the lead connector was not inserted completely at one point in time. However, the exact point in time of when this occurred is unknown. Also, the lead connector was not inserted completely at one point in time, as indicated by the location of the one set of setscrew marks at the end tip of the connector pin and the canted spring imprint on the small o-ring boot prior to the connector ring. This condition may be a contributing factor to the reported high impedance allegation. The lead connector was inserted in a pulse generator returned with the lead (model 103) with no anomalies identified. Note that since the electrode array portion was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Other than the above mentioned and typical wear and explant related observations, no other anomalies were identified in the returned lead portions.